Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high", specific value was not provided. Cause was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.